Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The lead remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedance of greater than 200 ohms. Technical service (ts) reviewed the data and discussed the possibility of taking superior vena cava (svc) out of vector but still requiring reprogramming. Additionally, it was noted that the device attached to this lead is non bsc. This lead currently remains in service and no adverse patient effects were reported.